Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The rdf analysis did not find any conclusive cause for the elevated wbc content reported for this collection. It is possible that the numerous access pressure alerts could have disrupted the steady state of the system and could have contributed to the higher-than-expected wbc count. Based on the available data, it cannot be ruled out that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. Donor unit # (B)(4). No medical intervention was necessary for this event. The disposable set is not available for return. This report is being filed due to a device malfunction that has potential for injury.